Event description:
The customer reported that the workstation handle and screws were broken. There is no report of death or serious injury associated with the complaint. This may cause an inconvenience due to the additional effort required in moving the system.

Manufacturer narrative:
A ge service representative performed an on site investigation. The handle was evaluated and replaced. The system was tested and found to be working as intended and returned to service.